Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but not yet received.

Event description:
It was reported that during preventative maintenance the rotaflow stopped running. The technician performed the zero calibration and the device was still not running. No error message has been reported. The rotaflow holder was completely hanging without any hydraulic oil. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
During the preventative maintenance the rotaflow drive stopped, the technician performed a zero calibration but the device still did not work afterwards. The technician found the rotaflow drive to be broken due to a broken rpm (revolutions per minute) wheel. In addition, the technician found a broken rotaflow drive holder as well as a broken rf (rotaflow) ICU push & rotary knob (material#701073408). During preventive maintenance, the getinge service technician found the rotary knob on the rotaflow console broken. The 701073408 rf (rotaflow) ICU push & rotary knob has been replaced. The rotaflow console is working as intended again. A loaner rotaflow drive (rfd) (serial number (B)(6)) has been provided to customer. The broken rotaflow drive and holder have been returned to getinge for repair. On 2021-05-27 the device was investigated by the getinge service and the reported failure "rpm wheel (tachometer)" broken was confirmed. On 2021-06-09 the broken rotaflow drive (serial number (B)(6)) and holder have been returned for repair to the supplier of the drive named emtec. On 2021-07-01 emtec was able to confirm the reported failure "rpm wheel (tachometer) broken". They reported, that the wheel broke due to wear and tear. The supplier emtec will replace the broken parts of the rotaflow drive. The review for similar reported events (rpm wheel broken) to date 2021-06-28 showed that this is a single event. The reported failure "rotary knob broken" was investigated by our life-cycle-engineering department (lce) on 2018-12-17. The most probable root cause could be determined as a brittle rubber ring which did not give the necessary friction adhesion. The failure mode "holder broken" can be linked to the following most possible root causes according to our risk management file (dms# 2023689). -loosening of fastening (wrong installation, aging). The rotaflow pump system consists of the rotaflow console and the rotaflow drive. The rotaflow console is used for control and flow display. The rotaflow drive is the drive for the single-use product. Both parts are produced separately. The product in question (rotaflow drive serial number (B)(6)) was produced in 2013-08-01. The review of the non-conformities has been performed on 2021-07-02 for the period of 2013-08-01 to 2021-07-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question (rotaflow console serial number (B)(6)) was produced in 2015-09-15. The review of the non-conformities has been performed on 2021-07-02 for the period of 2015-09-15 to 2021-07-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on these investigation results the reported ¿broken rpm wheel, broken rotaflow drive holder and broken rotaflow rotary knob¿ failures could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.